Event description:
Device 1 of 3. Reference MFR. Report# 3006705815-2018-03269. Reference MFR. Report# 1627487-2018-12799. It was reported the patient lost stimulation on (B)(6) 2018. Reprogramming did not resolve the issue. Reportedly, the ipg became inoperable after the patient stopped charging due to family issues. Surgical intervention was undertaken on (B)(6) 2018 to address the issues. During the procedure, one lead was discovered to be fractured. As a result, the physician opted to replace both leads in addition to the ipg. Therapy was restored postoperatively thus resolving the issue.